Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6. Device evaluation: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify one sharp edge opening in the shell with nick and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with nick in the side anterior assessed as surgical impact opening. -one opening striated in the side radius assessed as surgical damage.

Event description:
Patient reported rupture on right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on right side. The device remains implanted.